Event description:
The complainant reported that a vaxcel micro port was implanted in 2006 for therapeutic purposes. On (unknown date), the complainant was unable to draw blood from the port. The pt was brought to angio where the catheter was found to be leaking when contrast was injected. The port was successfully removed about 3 weeks later, and a dual lumen PICC was placed for therapuetic purposes. There was no indication from the complainant of any additional adverse effects to the pt as a result of the reported event.

Manufacturer narrative:
This device has not yet been rec'd by this MFR; consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device, and the cause for this event.